Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia, hyperglycemia, and various sensor issues. The sensor issues included calibration errors, changed sensor alarm, and sensor glucose inaccuracy. The patient experienced a lack of a low alert despite hypoglycemia. The customer also had a high blood glucose of 500 mg/dl, which they treated via insulin pump. The customer also received inappropriate low blood glucose alerts despite a blood glucose of 359 mg/dl. Troubleshooting was not completed for the sensor glucose issues. However, the sensor will be returned for analysis.